Event description:
A customer in the (B)(6) notified biomérieux of false positive (resistant) cefoxitin screen results for staphylococcus aureus in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021232403). Repeat analysis with the vitek® 2 ast-p652 test kit also obtained a false positive (resistant) cefoxitin screen result. Off-line cefoxitin screen disk testing was performed as an alternative method and obtained negative (susceptible) results. Initial vitek® 2: cefoxitin screen = positive (resistant). Repeat vitek® 2: cefoxitin screen = positive (resistant). Off-line disk: cefoxitin screen = negative (susceptible). The customer confirmed that the false positive results did not lead to any adverse event related to the patient's state of health.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the netherlands regarding a false positive cefoxitin screen (oxsf) result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref. 421857, lot 8021232403). Investigation (B)(4) was conducted by the manufacturing site. The investigation concluded that when ast-p652 lot 8021232403 was manufactured on 11oct2019, it contained a manufacturing contaminant (enterococcus faecium) in the oxsf well 4, which is responsible for the false positive oxsf result. The contaminant appears to have a symbiotic relationship with staphylococcus aureus and grows much faster when cards are inoculated with staphylococcus aureus. Once the enterococcus faecium begins to grow in the oxsf well, the instrument detects growth and calls the oxsf screen positive, causing an atypical positive result. Investigational testing determined that not every card from the time frame of the manufacturing pour will give the atypical positive oxsf result. Manufacturing lot review revealed no evidence of other similarly impacted lots. The trended quarterly data provides evidence that the complaint lot is an outlier in regards to the overall number of complaints received. There is no evidence of an increase of false positive oxsf complaints when excluding the complaint lot (ast-p652 lot 8021232403). Fsca 4712 was issued to notify customers about the false positive oxsf results associated with ast-p652 lot 8021232403. CAPA 1704831 was initiated to investigate the root cause of the events. See section h10.